Event description:
The customer reported to olympus that during a therapeutic uterine adnexal tumor removal, the deflectable videoscope had an e226 (scope communication error) and e231 (unit not recognizing footswitch) error. The procedure was completed using the same set of equipment. There was no report of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The errors were unable to be reproduced. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: dust, stain, foreign material, etc. Were attached to the electrical contact of the scope connector, and the connection condition was insufficient, which caused the electrical connection condition with the system to temporarily deteriorate. As a result of checking the scope's appearance, damage such as scratches and chips was confirmed on the bending section cover / glue part of the bending section : the internal electrical circuit of the image sensor built into the distal end was subjected to mechanical stress (load) such as hitting and falling, which temporarily deteriorates the electrical connection and adversely affects the image signal output. Image signal output became unstable. The electrical connection status temporarily deteriorated due to accumulation of electrical load (stress) due to energization of the image sensor and scope connector internal electrical board (including electrical components mounted on the electrical board), which are built into the distal end of the scope that is mounted on the image sensor unit and the accidental application of static electricity or overcurrent caused by attaching/disconnecting the device while the system was on, which adversely affected the image signal output and made the image signal output unstable. It is assumed that overcurrent may be caused by connection and disconnection while the system is turned on, overcurrent from other devices or electrical wiring, or dust or moisture adhering to the electrical contacts between the system and the video connector. However, a definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): operation manual, chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ olympus will continue to monitor field performance for this device.